Manufacturer narrative:
Customer's observation could not be reproduced with retain product. In-house retain product were tested with morphine (mop) +50% and 3 x cutoff control; all mop results were positive and met qc specification. No false negative results were observed. Retain product were tested with cocaine (coc), tetrahydrocannabinol (thc) +50% and 3 x cutoff control; all coc, thc results were positive and met qc specification. No false negative results were observed. Manufacturing batch record did not observe any failure. Per pi, "a negative result may not necessarily indicate a drug-free specimen. Drug may be present in the specimen below the cutoff level of the assay." Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Per an email from the distributor, a customer reported that they were experiencing false negative results when testing with the 8 panel int cup w/ad (adulteration). It was reported that the customer was not using a laboratory to perform confirmatory testing. The alleged false negative results of tetrahydrocannabinol (thc), opiates (opi) and cocaine (coc) were observed on several donors; no actual date of occurrence or quantity affected was provided. No further information concerning donors was provided.